Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 503mg/dl. Troubleshooting was performed. The customer stated that the insulin pump alarmed during prime. The customer also stated that she had bent cannulas. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during prime as a result of a cracked end cap. However, the device passed the displacement, rewind, basic occlusion, and occlusion tests.